Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving check electrode belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt messages) was confirmed. Upon investigation the electrode belt failed a pulse lead hi-pot test and a therapy electrode recognition test. The cause for the failures was isolated to an open pulse wire in the trunk cable connector. The root cause for the open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.